Manufacturer narrative:
Additional information received that the pump was not working and the device was not able to be inflate or deflate. The patient outcome was reported to be no further complications.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient outcome was not reported.